Event description:
A consumer reported that following bilateral intraocular lens (iol) implant surgery, she has blurry vision. She cannot read at near without glasses. She has had laser surgery following her iol implant to correct astigmatism and another laser surgery to remove a thickening, but none of it has helped her near vision. The consumer reported the surgeon is recommending a glasses prescription or lasik. Additional information has been requested. There are two medical device reports associated with this event. This report is for the left eye.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. No root cause could be identified by the investigation. There has been one other similar complaint reported in the lot number. Additional information was requested on 09/01/2011 by fax and mail. A completed questionnaire has not been received. (B)(4).